Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cannot power on issue was identified during sample analysis. During device evaluation a f-94 alarm was found during the alarm log review and functional testing. The cause of the f-94 alarm condition was determined to be depleted battery. To correct the condition, the main batter was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.